Manufacturer narrative:
Analysis confirmed the reported event; stylus and cursor were not aligned on screen. The connection between the overlay and the xy board was reseated. Analysis also found the power cord was damaged at one end. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the stylus pen could not be calibrated. The stylus pen was replaced several times. The programmer was returned for repair. There was no patient involvement.